Manufacturer narrative:
(B)(4). Follow up: it was reported that iron filings were observed on the transfer filter needle during preparation. Because the physical sample was not returned, a comprehensive sample evaluation was not possible. To support the investigation, one photograph was provided for review by the quality team. The image depicts a needle with two specks of lubrication on the outer surface. No additional information could be obtained from the photograph. A device history record review was completed for material number 305211, lot 4212641. The review did not identify any quality issues during production that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections were performed in accordance with specification requirements. Based on the investigation, including the photographic evaluation, the customer reported symptom is confirmed. However, in the absence of the physical sample, a probable root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported foreign matter. A physician discovered iron filings on the roche transfer filter needle during preparation. The physician subsequently replaced it with the hospital's own needle to perform the injection; the roche transfer filter needle was not used on the patient. It was confirmed that the roche transfer filter needle was properly sealed before use.